Event description:
The following information was received from the affiliate: during a coronary stenting procedure, the stent fractured.

Manufacturer narrative:
This device crsxxxx (lot unk) is distributed outside the united states; however, it is similar to the united states product cxsxxxx. This event is a possible stent fracture case that was reported by the affiliate. It is unclear if this event was reported under a study or not. Currently, no details with regards to catalog or lot number, procedural information or patient information are available. Additional information has been requested and will be submitted within 30 days upon receipt. The product is not available for analysis. Additional information will be submitted within 30 days upon receipt.